Event description:
User facility medwatch report received that states, "a starclose device which is used to close the access to the femoral artery, failed to properly deploy. Pulled out, resulting in severe bleeding complication." Customer report source contacted and the following additional info was received. The customer reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, as the physician raised the device to the deployment position, the vessel locator button "popped up" causing the vessel locator wings to retract and release the device from the vessel. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
At this time the device is being held by the user facility risk mgmt and will not be returned for eval. If the device is received, a follow-up report will be submitted. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.